Event description:
It was reported that an alert was received for high hv lead impedance. The pocket was opened and the lead was removed from the connector and tested on the psa with normal measurements. No anomalies were noted. A connector issue was suspected. Lead and device were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis confirmed the high hv lead impedance issue, which resulted from a lead anomaly. The device was tested on the bench and using automated testing equipment; no device anomaly was found.